Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to circumstances of the procedure. It was reported by the account that there was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. Returned device analysis noted the bdc was returned with contrast in the inflation lumen and on the device, which indicates the device was prepared (air aspirated). In this case, it is possible that the bdc was inadvertently mishandled during preparation and subsequently the shaft became kinked and upon further manipulation the bdc ultimately separated. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 2.25x12 mm trek balloon dilatation catheter (bdc), the tech removed the device from the packaging without issue and no damage was noted. When the device was handed to the physician, the device was separated at the shaft. The device was not used and there was no patient involvement. A new trek bdc was used to complete the procedure. There was no clinically significant delays in the procedure. No additional information was provided.